Event description:
Reporting status: death. Reporting rationale: dissection without treatment/death. Device issue: no device malfunction has been reported. It was reported that the pt involved in this procedure was denied for a surgical procedure (CABG); therefore, the pt underwent angioplasty. The left main was predilated and the rx vision stent was deployed; however, after deployment, a dissection was noted going into the aorta, the pt immediately coded and expired on the table. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident. Dissection and death, as listed in the IFU are known adverse events associated with coronary stenting. There does not appear to be any indications of a product quality problem. The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). It is possible that the cardiac arrest is a secondary effect of the aortic dissection which resulted in death, a conclusive cause for the reported pt effects and the relationship to the product cannot be determined.